Event description:
It was reported that intra-operatively to a right hemicolectomy an arm collision occurred. While gripping tissue, arm cart assembly 3 (aca-3) sn: (B)(6) with a bipolar fenestrated grasper (bfg) hit aca-2 with an endoscope. A few moments later, aca-3 failed with arm error with the bipolar gripping tissue and the surgeon had to cut the tissue away. The bfg was removed as a broken instrument using the arm cart column mechanical release to raise the arm up away from the patient. The assistant chose notto remove the port. The bfg was inspected and there was no damage found to the bfg and each gear was turned and it seemed to fully articulate. Aca-3 was restarted and after calibration each button was tested to check that it was working. At this point, aca-3 was redocked and the surgery was continued with a new bfg. The sterile interface module (sim) and instrument drive unit (idu) mechanical release was not needed. There was no patient injury. There was a 20 minute delay.

Manufacturer narrative:
D10 concomitant products: mrasc0002 arm cart assembly (sn: unknown) and mrasi0004 bipolar fenestrated grasper (sn: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.